Event description:
The customer reported being hospitalized due to high blood glucose of 615mg/dl. Troubleshooting was performed. The customer stated that she was not able to clear the alarm, and the insulin pump had a frozen screen, but the time was advancing. The customer stated that she was diagnosed with intestinal neuropathy, which caused her glucose level to rise. Advised the caller that the insulin pump will be replaced, and revert to back up plan. No further information was provided.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad trace. Insulin pump had no button error alarms. The insulin pump passed basic occlusion, occlusion, prime test, excessive no delivery test and displacement test. The insulin pump passed the error test alarms noted. The insulin pump was tested with test keypad and no frozen display noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.